Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. No deficiencies noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: carto 3 system, model #: m-4800-01, serial #: unknown_carto3. Soundstar, model: m-5723-05, lot: OEM_m-5723-05 ((B)(4)). Manufacturer's ref. (B)(4).

Event description:
It was reported that while performing an atrial fibrillation (afib)-persistent procedure, the carto 3 system was activated normally and the pulmonary vein isolation (pvi) of both sides were completed. The patient's status was stable after the pvi. Then ablation targeting the inferior vena cava-tricuspid annulus ( ivcta isthmus, the isthmus between the inferior vena cava and tricuspid annulus) was conducted. During additional ablation at ivcta isthmus, the blood pressure reduction was observed. A tamponade was also confirmed by ultrasound findings. Drainage was performed immediately, but blood and fluid could not be drained. Eventually, percutaneous cardiopulmonary support (pcps) was applied and thoracotomy was performed in the operating room. The physician stated that effusion had been caused by the ablation at the ivcta isthmus, and the difficulty of drainage might have been due to thrombus formation. Upon request, the bwi field representative was unable to provide any additional information on the event.